Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device could not be connected. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, h3, h6. The device was returned to olympus for inspection and the reported failure was / not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and therefore error 218 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established for e218; cause linked to device but unable to trace more specifically for broken cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.